Event description:
It was reported that a spectrum iq pump infused total parenteral nutrition (tpn) too quickly (over infusion). The infusion completed approximately 3 hours earlier than expected. On return from break, the parenteral nutrition (2 in 1) bag initiated at 18:09 was found empty by 07:09. The order specified 75.5 ml/hr for 11 hours, then 37.7 ml/hr for 1 hour, for a total of 867.9 ml (942.9 ml with overfill) during infusion in the pediatric oncology unit 1 (cgy ach) department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.